Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The team wanted to withdraw a volume of chemo and a whitish deposit settled on the insulator and glove. Incident occur -during use. It was at the urcc, the team wanted to withdraw a volume of chemo and a whitish deposit was deposited on the gloves and isolator. They kept the syringe in quarantine they have two potential batch numbers because they opened several boxes at the same time and don't know which batch the damaged syringe belonged to. Lot: 2405109 and 2407012. No impact to patient.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: three photos and one physical sample was provided to our quality team for investigation. Through visual inspection of the photos, what appears to be scratches, is noted on the barrel and plunger. No foreign material is observed. Upon evaluation of the returned product, the same scratches are observed, no white material or other foreign matter was identified. A device history review was performed for the suspected lots 2405109 and 2407012, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Retained samples of each lot were used for additional evaluation. All product was inspected, no foreign matter, scratches, or any other defects were observed. The areas where pieces move within the manufacturing equipment are protected to avoid damage on the product and reduce particles from generating. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we cannot identify any issue related to foreign matter, the scratches observed likely generated during movement of the pieces within the manufacturing equipment. Based on the preventive measures in place and the current inspection plan, we believe this is an isolated incident with an unlikely reoccurrence. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.